Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced severe pain, recurrence, small bowel resection, complex abdominal wall closure, posterior abdominal wall separation bilaterally, removal of mesh, necrotic tissue, and extensive adhesions. Treatment and potentially related procedures include revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced perforated jejunum, severe pain, recurrence, necrotic tissue, and extensive adhesions. Treatment included small bowel resection, complex abdominal wall closure, revision surgery, posterior abdominal wall separation bilaterally, removal of mesh.